Event description:
During a surgical procedure the plastic tip at the distal end broke off inside the patient. Pieces were retrieved without any harm to the patient.

Manufacturer narrative:
The exact cause of the breakage of the ceramic tip cannot be determined. Due to the presence of the dents/ damage on the steel tube and the face that the adhesive on the base of the tip has retained the proximal portion in the tube, the cause of this failure is determined to be due to mishandling. Further descriptions of potential causes of the misuse and breakage are included in the following assessments obtained from a search of prior incidents for this type of instrument: a broken ceramic tip has typically been proven to be caused by customer misuse resulting from the application of excessive lateral force on the instrument during insertion or removal from the cysto sheath. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. A second potential cause of breakage that can also be associated with customer misuse is that of dropping the instrument or hitting the tip against other instruments or against sterilization containers. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.